Event description:
It was reported that the customer experienced high blood glucose (bg) of 515 mg/dl due to turning off the pump. Reportedly, the customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.